Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 25 november 2015: amended doi. Updated as bilateral. Updated manufacture date of head. Update 30 nov. 2015: added patient name, initials, gender and dob. Updated lot number for head and amended manufacture and expiry dates.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr xl - right hip, reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision: asr xl - right hip. Reason(s) for revision: alval / soft tissue reaction. Update 25 november 2015: amended doi. Updated as bilateral. For left hip details see com (B)(4). Updated manufacture date of head. Taken from reply to 2nd request for additional information. Querying further details of left hip. (Pd 25 nov. 2015) update 30 nov. 2015: added patient name, initials, gender and dob.. Added srom stem and sleeve details, updated lot number for head and amended manufacture and expiry dates. Added lot number, manufacture and expiry dates for asr sleeve adaptor. Updated mw fields. Taken from implant stickers. (Pd 30 nov. 2015) update 13 jan. 2016: added lot number to srom stem (pd 13 jan. 2016) the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.